Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a scheduled pulse generator change out procedure. The right ventricular lead had exhibited high capture thresholds since (B)(6), 2015 and the physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient stable condition post surgery and would continue to be monitored.